Manufacturer narrative:
B3: event date is year valid. Brand name intellis; product ID 97745 (s/n (B)(6)); product type programmer, patient due to the patient having multiple implants, it was unknown which implant was being used with the controller. Brand name intellis; product ID 97715 (s/n (B)(6)); implant date: (B)(6) 2019. Brand name intellis; product ID 97715 (s/n (B)(6)); implant date: (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have been having trouble with the controller. Patient can get it on and make adjustments to what they need for stimulation on their back but a lot of times the screen will go to a black screen and they cannot get it to come back on. Patient has to take the battery out and wait 1 to 2 minutes and put it back in and it comes back on like it should. Patient stated there are times when the screen goes to a white screen and it will not turn back on patient stated this has been going on for the past 3 to 4 months.

Manufacturer narrative:
H3: analysis of the controller (product ID: 97745, serial#: (B)(6) found a cracked/worn/broken front case and the screws were stripped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.